Manufacturer narrative:
(B)(4). A partial lead measuring 34.3 cm was returned in two segments for analysis. Insulation and conductor damage was noted at 22.0-23.5 cm from the distal tip. The outer and inner insulation were separated and all filars of the outer coil were fractured.

Event description:
It was reported that the ra lead was explanted and replaced due to complete fracture of the outer insulation, outer conductor and inner conductor. The connector was detached. The procedure was significantly more difficult or time consuming due to anatomical difficulties and complete lead fracture. There were no intra-procedural complications. The patient tolerated the procedure well.